Event description:
It was reported that the 9900 system hadno image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The failure could not be duplicated. The service call was cancelled by the customer. A f/u report will be filed when add'l details become available.